Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient woke up feeling unwell and had stomach pain. They checked the cgm and it was 100 points off compared to the finger stick reading (no values provided). A urine test was also done and ketones were high. The patient drank water prior to going to the hospital. Upon arrival at the ER around lunch time, a bg was checked and was in the 300s and the cgm was still 100 points off (no value provided). The patient was treated with IV fluids, novolog insulin drip and was in the hospital for about 12 hours. The patient was discharged when his bg was in the 120 range. Prior to leaving the hospital, the sensor was replaced and was reportedly accurate. At the time of the report, the patient was doing fine. It has been reported that there was a difference in readings of 100 points. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4). This is 1 of 2 similar events reported by the patient related complaint(B)(4).